Manufacturer narrative:
Batch review performed on (B)(6) 2019: lot 183739: (B)(4) items manufactured and released on (B)(6) 2018. Expiration date: 2023-09-30. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs department. Few days after cementless total hip arthroplasty, the patient reported pain due to a femoral fracture. During rehabilitation period, a sudden movement on a weakened bone due to normal femoral preparation may favour the occurrence of early fracture. There is no reason to suspect a faulty device.

Event description:
The patient came in complaining of pain due to a fractured femur 7 days after primary. The fracture occurred while the patient was standing on one leg and putting their pants on. No implants were revised. The surgeon cabled the fracture and the surgery was completed successfully.